Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the act button was not working. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had comprised force sensor system alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had intermittent buttons response due to flattened act and up buttons dome switch. No unlocked keypad connector noted. Device received compromised forced sensor system alarm during basic occlusion test due to faulty force sensor resistor . Unable to perform basic occlusion test, occlusion test, compromised forced sensor system test, excessive no delivery test due to compromised forced sensor system alarm. However, device passed rewind test and displacement test.